Manufacturer narrative:
Manufacturer reference #: 4617.

Event description:
Rxsight received a report that a patient's light adjustable lens (lal, sn (B)(6), +16.0d) was implanted backwards. The lens was left in place. No treatment was performed per treating physician, as patient is happy with their vision. Rxsight's first awareness of this event was on 02/05/2024.